Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they got emergency treatment at house on (B)(6) 2021 as they were experiencing low blood glucose level 42 mg/dl which was treated by intravenous insulin drip. Customer stated that low blood glucose level was started from october last year. Customer was using insulin pump within 48 hours of reported event. Device will not be returned for analysis.